Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic nissen procedure. There was no patient injury. The needle fell within the patient but was retrieved without injury to the patient by use of a laparoscopic instrument. There was no tissue loss, tissue damage or blood loss. The procedure was extended by at least 30 minutes. The instrument was difficult to toggle.